Manufacturer narrative:
The medical center did return the impella product for analysis. The cause of the limb thrombosis and following thrombectomy, was the physician's choice to not remove the 14fr introducer and advance the impella cp. The IFU states the following for patient's like this one undergoing transport: "to prevent failure of the peel-away introducer, remove the peel-away introducer prior to transport when activated clotting time (act) is less than 150 seconds". In addition the patient was not properly anticoagulated per abiomed recommendations. The failure mode will be monitored and trended.

Event description:
A patient with cardiogenic shock and an acute myocardial infarction was admitted and had a bowel resection for a bowel perforation. The team placed an impella cp for hemodynamic support due to the shock. The team did not follow IFU recommendations to add heparin to the purge nor remove the 14fr peel away sheath. The patient was supported for approximately 4 days and was transferred to a tertiary hospital for continued care. When transferred there was a discovery of limb thrombosis in the impella accessed limb. The team explanted the impella pump, performed thrombectomy, and finally closed the access via a perclose.